Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation. The device was received in fair condition with a broken mount block assembly. The device was manufactured in may 2006. The investigator installed a temp-check and powered on the device to inspect it for audible alarms. The investigator also performed an air detector door 4 lbs interlock test. The investigator observed an intermittent alarm. The customer reported product problem was therefore verified. A root cause for the product problem was not identified however. The following components were replaced: damaged mount block assembly, corroded pole mount bracket, sensor screw, and ground bond wire, and old style float switch. The investigator also tightened the loose plunger screw. The device passed all functional tests after these measures were taken.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had an "airdet. Door sensor is not working". No patient involvement.